Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw a poor communication screen with and without the antenna. They are unable to communicate with the recharger. The patient hadn't felt stimulation or charged in about a week. The patient stated that they had fallen and got hit hard in their back and shocked every time they moved. The patient turned the ins off at that point. The patient stated that they are now scheduled for an MRI, but was getting a poor communication screen. No further complications were reported or anticipated.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt was on their second ins battery because after two years after having it something happened for there was some type of battery issue so it was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.